Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the biopsy sample was obtained with the device and then removed from the scope. As a 4x4 gauze was passed over the jaws, the technician reported feeling a snag from the forceps from the jaws of the device. No visible damage was found but it was believed that a piece of metal was protruding from the jaws. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).device was not received and will not be returned for evaluation.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the biopsy sample was obtained with the device and then removed from the scope. As a 4x4 gauze was passed over the jaws, the technician reported feeling a snag from the forceps from the jaws of the device. No visible damage was found but it was believed that a piece of metal was protruding from the jaws. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)